Event description:
It was reported that the suture split during a hernia repair procedure. Another suture was used to complete the surgery. There were no adverse patient consequences and no time delay reported.